Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer a review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Since the complaint is confirmed, there is no DHR conclusion: an absolute root cause for this incident cannot be determined. CAPA (B)(4) has been opened.

Event description:
It was reported that the user encountered resistance when trying to remove the tube of the bd eclipse¿ blood collection needle. The rubber does not return, resulting in blood leakage. No serious injury or medical intervention.